Event description:
It was reported that a patient underwent an atrial fibrillation (afib)- paroxysmal procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster inc, (bwi) product analysis lab observed a foreign material inside the pebax. Initially, it was reported that during the operation, a signal interference noise was observed on ic, bs, or all ECG (bs + ic) channels. There was an intact ECG signal available to monitor the patient heart rhythm. A second device was used to complete the operation. There was no adverse event reported on patient. The bad/partial ECG was assessed as not MDR reportable. The risk to the patient is low. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and a foreign material was observed inside the pebax. The device was inspected under microscopy, and a hole was found in the pebax. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2023.

Manufacturer narrative:
A picture was received for evaluation following biosense webster's (bwi) procedures. According to pictures provided by the customer, a signal noise was observed on carto3 screen. The customer complaint was confirmed based on the picture received. The biosense webster, inc. Product analysis lab received the device on (B)(6) 2022. The device evaluation was completed on (B)(6) 2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and electrical evaluation of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed foreign material inside the pebax. The device was inspected under microscopy, and a hole was found in the pebax. The damage in the pebax could be related to excessive force during the procedure. An electrical test was performed, and an open circuit was found on the tip area. The electrical issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. To minimize ECG noise, the following guidelines should be followed. ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. A manufacturing record evaluation was performed for the finished device number, 30782718l, and no internal actions related to the complaint were found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under PMA # p030031/s053. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).